Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was hot to touch while charging. Additionally, it was reported that the pump emitted a steady tone and the pump display blacked out. The customer unplugged the pump and reported that it cooled down and the steady tone stopped. After recharging the pump for one hour, the pump display did not turn on. Customer's blood glucose was 260 mg/dl. Customer confirmed that an alternate method of insulin delivery was available.